Manufacturer narrative:
Received one (1) used ch2000s-c spinning spiros for inspection. The spin feature mechanism was activated and spinning freely as received. No spline damage or shear tab anomalies were observed. The spiros was functionally tested and met performance specifications. The reported complaint can be confirmed due to spiros being returned disconnected in the activated state. The probable cause is unknown. The device history review (DHR) was reviewed, and no relevant nonconformities were found that would have led to the reported complaint. D9 - device available for evaluation: 11/11/2025.

Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
A spinning spiros¿ reportedly detached from an elastomeric device during an infusion of 5fu for a patient. There was some minimal chemo exposure. There was no report of any human harm.